Event description:
It was reported to sharps on (B)(6)2010 that a customer was stuck with a used needle protruding from a 1 gallon sharps container (model# 11000) on (B)(6) 2010.

Manufacturer narrative:
Investigation is underway, upon completion, results will be forwarded.